Event description:
It was reported that during a da vinci-assisted benign supracervical hysterectomy surgical procedure, while the force bipolar instrument was inside the patient, the "wrist hinge" of the instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected by both sterile processing department (spd) and central sterile technician (cst) prior to use. The instrument did not collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient anatomy. There were no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. Prior to attempting to remove instrument, the instruments jaws were not stuck in a closed position.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0400¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did show damage. Additional findings not related to customer reported complaint: the instrument was found to have thermal damage on molded insulator at the distal end. Thermal damage was observed on the molded insulator during visual inspection.

Event description:
Refer to h11 for follow-up information.